Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).

Event description:
An optometrist reported pt with red, irritated right eye at lasik five month post-operative visit. A visit pt complained of "right eye vision not clear and felt like an abrasion or the flap has moved:. Additional info from reporter indicated pt's topical steroid dosage was increased. Additional info has been requested.